Event description:
It was reported that following an MRI for other medical reasons unrelated to the device, a confirmed motor stall was noted in event logs with no motor stall recovery recorded at the time of interrogation. Pump logs read motor stall occurred (B)(6) 2013 at 13:27 and there was no recovery. Drug delivered via the device was baclofen. It was later reported that the pump recovered without incident. Reporter didn¿t know exactly when it recovered but it was interrogated the next day and had recovered. Patient reported no alarms and no change in therapy.

Manufacturer narrative:
Concomitant products: catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model: 8840, serial # unknown. (B)(4).